Event description:
Event description guidant received information that this endurance ez lead had dislodged three days after initial implant. The physician had a difficult time placing the lead. The lead was removed.